Manufacturer narrative:
The pipeline flex device was returned for evaluation and found to be in a contradictory condition to the reported event. The pipeline flex pushwire was found separated in two segments, which was not originally reported. As received, the tip coil was found kinked and the pipeline braid was observed fully open with the distal end having moderate fraying. There was no damage found on the middle section and the proximal end of the pipeline braid. The proximal bumper was missing from the pipeline flex pushwire. The broken proximal end of the distal segment of the pushwire was sent out for scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) analysis. The sem analysis could not determine the failure mechanism as no original fracture features were visible on the fracture surface. The distal wire of the pipeline flex delivery system was possibly detached due to tensile failure. No evidence was found to suggest that the device failed to meet specifications. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU): ¿if high forces or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance, remove device and micro catheter simultaneously. Advancement of the pipeline flex embolization device against resistance may result in damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment of an unruptured supraclinoid saccular aneurysm, the pipeline flex device stuck in the catheter. It was reported that plan was to deploy a ped flex device across the neck of the aneurysm, but during deployment, the device became struck in the catheter and could not be pushed or pulled back. The device was stuck in the distal section of the catheter. The entire device was withdrawn and another one was used. No patient injury was reported. The device was received for evaluation and it was found that the pipeline pushwire was separated into two segments.